Manufacturer narrative:
That t:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Novolog has been tested up to 72 hours of use as labeled. Humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 330 (mg/dl). Customer administered a correction bolus with the pump to treat bg level. Reportedly, customer indicated that they were sick and believed that this may have affected bg levels. System check with tandem technical support indicated pump was performing as intended. Cartridge uses lantus and customer was reminded that pump is only labeled for use with humalog and novolog. Recommendation was made to consult with health care provider to discuss diabetes management.